Event description:
Rptr complains of severe muscle pain in arms, weakness and tingling of hands, numbness of fingers, and elbow joint pain. She states these symptoms developed after she had silicone breast implants inserted.